Manufacturer narrative:
Of the 4 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to damage to the battery compartment and cap; 2 were observed to have moisture in the pump. During investigation for unrelated allegations, there were 10 additional battery compartment and cap with moisture failures revealed during product investigation. All 10 findings contained damage to the battery compartment and cap with moisture present.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-71 years of age and between 174 and 174 pounds. Of the reported patients, 0 were male, 4 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/16/2016. Of the 4 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to damage to the battery compartment and cap; 2 were observed to have moisture in the pump. During investigation for unrelated allegations, there were 10 additional battery compartment and cap with moisture failures revealed during product investigation. All 10 findings contained damage to the battery compartment and cap with moisture present. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-71 years of age and between 174 and 174 pounds. Of the reported patients, 0 were male, 4 were female, and 0 were unknown.